Event description:
It was reported that during a vaginal hysterectomy procedure, the surgeon had difficulty closing the jaws completely; there was a consistent gap each time they were closed. After continued use, the surgeon squeezed the handle "very hard" and the jaws ended up getting stuck closed. The device was not on tissue at the time that the jaws locked shut. Another different device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged and the I-blade out of the jaw track. In addition to this it was noted that there was foreign matter (gauze) imbedded in the crotch of the jaw. Because of the return condition of the instrument, we were only able to partially test the instrument with the generator and during functional testing, the instrument did not fully close or open. It is possible that the jaw was damaged by the gauze material imbedded in the jaw.